Manufacturer narrative:
It was reported that the patient underwent a breast reduction procedure on (B)(6) 2012 and suture was used. It was reported by the patient that issue began after the procedure, whenever the suture was supposed to begin dissolving. The patient experienced itchiness, redness, knots of suture under the skin. The surgeon opined that no other patients he has seen have had these issues. It was also reported that the patient was treated with a cortizone cream and injections and it was no success. Currently, the patient is still experiencing redness and itching. The knots of suture are planned to be removed in a future plastic surgery procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent a breast reduction procedure on an unknown date and suture was used. The patient developed scarring and red marks that itch. The physician has prescribed various topical ointments without improvement. Additional information has been requested.